Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). The cause of the issue was a defective component. No corrective action is recommended at this time because the failure was determined to have a risk as low as practical (alap). Failures of this type will be monitored for trends. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. It was reported that there was a purge disc issue at patient transfer. The IFU was followed, and the backup aic was utilized. No patient harm was reported.